Event description:
This battery was returned along with all of the patient's peripheral equipment following the patient death as reported in MDR# 3007042319-2014-00527. Preliminary evaluation revealed an incidental finding of a malfunction. Investigation is ongoing.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00527 and 00847) submitted for devices related to the same patient.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.